Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. During troubleshooting with tandem technical support, the customer corrected the time, the pump was reset, and resumed insulin therapy. There was no reported adverse effect to the customer's blood glucose level.